Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however the peg tube was placed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the peg tube was removed due to an infection around the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however the peg tube was placed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the peg tube was removed due to an infection around the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on october 1, 2014: the patient has been on duodopa treatment since (B)(6) 2013. Additional information received on december 4, 2014: the peg tube was replaced with a new endovive standard peg kit pull method in (B)(6) 2014.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure. The exact procedure date is unknown however the peg tube was placed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the peg tube was removed due to an infection around the stoma site. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received on (B)(6) 2014: the patient has been on duodopa treatment since (B)(6) 2013.